Event description:
It was reported that a spectrum iq pump alarmed air in line when none was present. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'air in line".' Was not reproduced. A review of the event history log (ehl) revealed 'air in line".' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.the reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor requires replacement as per service procedure. Should additional relevant information become available, a supplemental report will be submitted.